Event description:
I had breast augmentation in 2007. Over the last several years I've been experiencing health symptoms in which my drs have not been able to fully diagnose or explain. Some of my symptoms include: fatigue or chronic fatigue, cognitive dysfunction (brain fog, difficulty concentrating, word retrieval, memory loss). Muscle aches, pain, and weakness, joint pain and soreness, dry skin, eyes, mouth, hair. Sores on my tongue. Temperature intolerance, low libido, ringing in the ears, heart palpitations, shortness of breath, night sweats, swollen and tender lymph nodes in the breast area, underarms, throat neck. I've had a lymph node surgically removed from my neck. Burning pain around the chest wall and breasts. Cold and discolored hands and feet, foul body odor, muscle twitching, vertigo, chronic neck and back pain. Photosensitivity, skin pigmentation changes (darkening or white spots) and an increase in papules (flesh colored raised bumps). Decline in vision or vision disturbances, slow muscles recovery after activity. Gastrointestinal and digestive issues. Smell or chemical sensitivities, throat clearing, cough, difficult swallowing, choking feeling, and random loss of voice. Chronic inflammation, headaches, dizziness, and migraines, mood swings, anxiety, panic attacks, depression, hypo/hyper thyroid symptoms, hypo/hyper adrenal symptoms, symptoms or diagnosis of fibromyalgia, symptoms or diagnosis of lyme. Lastly, I've been experiencing autoimmune symptoms or diagnoses associated with rheumatoid arthritis, lupus, sjögren's syndrome, raynaud's syndrome, graves disease, hashimoto's thyroiditis. I realize this list is extensive as of now I've scheduled a consultation with a plastic surgery to inquire about implant removal as well as consulting with my primary care physician about autoimmune diagnoses. I've seen an ent specialist who believes I have sjogren's but an official diagnosis has not been made because my ana levels haven't been bad enough for a rheumatologist to accept me as a pt on referral. Over the last several years I've had some testing done and had a lymph node in my neck removed. I don't recall all the specific dates, cognitive issues, impair my memory, but I could get a hold of my medical records if needed. FDA safety report ID# (B)(4).